Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma. Pathological markers were not reported and remain unknown. It is unknown if the device has been explanted.

Event description:
Regulatory agency reported a case of alcl. Treatment and affected side unknown. As pathological markers are unknown, this is an unconfirmed case of alcl.